Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this the first firing of the device? If yes, was the device checked to ensure that the clip was in the jaws? Just for clarification, was it perceived that the clip cut the vessel? Or, did the jaws cut the vessel (no clip in the jaws)?

Event description:
It was reported that during an open neck procedure that when the surgeon fired the clip applier it transected the vessel instead of clipping to the vessel. Surgeon ligated the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # r94h8w. Additional information was requested, and the following was obtained: was this the first firing of the device? Unsure. If yes, was the device checked to ensure that the clip was in the jaws? N/a. Just for clarification, was it perceived that the clip cut the vessel? Yes. Or, did the jaws cut the vessel (no clip in the jaws)? Unsure. Device analysis: the analysis results found that the mcm20 device was returned with no damage in the external components and with a clip in the jaws. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 16 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.